Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. However unit received with shadow segments during button press, problem isolated to lcd board. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that when in the main menu of insulin pump, display screen showed a rectangle covering display details and writing was difficult to see. Customer's blood glucose was 221 mg/dl. Customer was advised that insulin pump would need to be replaced.